Event description:
Customer reported the ground pin on the power cord is broken. No patient injury was reported.

Manufacturer narrative:
A ge service representative evaluated the system and replaced the power cord. System operates as intended. This MDR is related to ge healthcare complaint number.